Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a scrotum infection. It was also reported that the infection was classified as culture positive. The patient was treated with antibiotics, and the ipp was explanted and replaced with a tactra device. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a scrotum infection. It was also reported that the infection was classified as culture positive. The ipp was explanted and the patient was treated with antibiotics. There were no additional patient complications reported.